Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer with troubleshooting on the au680 chemistry analyzer. The customer was advised to clean the water filter and water canister, checked all syringes, mixers, and replaced the reagent probe (part number mu995800) and sample probe (part number mu993400) which resolved the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided. (B)(6).

Event description:
The customer reported the au680 chemistry analyzer intermittently generated false low lipase and bilirubin patient results. There was no change in patient treatment, injury, or death associated with this event.